Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a warning message "interrogation interrupted. The re-initialization is needed." Appeared during device interrogation. The device was re-initialized and interrogated without problem, except that it displayed a warning message stating that the device had been reinitialized three (3) times, with the last reset performed on (B)(6) 2017. The device was interrogated again 40 minutes later; no issue was found.